Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "little fluid accumulation".

Event description:
Healthcare professional reported ¿little fluid accumulation¿, ¿rupture¿, "asymmetry. Surface slightly irregularly bordered¿, ¿clear involution of the glandular parenchyma¿, and ¿implant relatively small with irregular contour¿. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side ¿little fluid accumulation¿, ¿rupture¿, "asymmetry...surface slightly irregularly bordered¿, ¿clear involution of the glandular parenchyma¿, and ¿implant relatively small with irregular contour.¿ healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.